Manufacturer narrative:
(B)(4). Date sent: 10/29/2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The DHR for lot 17192 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: in the additional information you provided it was stated: ¿are pictures or videos available? Yes¿. Could you please send the pictures/videos to productcomplaint1@its.jnj.com ? Explant date set? Explant date took place already and the date? Answer = unfortunately, I don¿t have any additional info at this time.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2021. Additional information received: event date: (B)(6) 2019. Product code: lxmc14. Product functional family: torax. Lot number: 17192. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: if the device has been removed, what was the date of explant? Has not been removed yet. No. If it has not been removed when is the explant date set? Unknown. What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Dysphagia (B)(6) 2021. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? No. Please describe and include the dates of the procedures. Are pictures or videos available? Yes. How many beads eroded? 3. Where were the eroded beads positioned? Lateral. Which best describes the device removal approach. Endoscopic ¿ date tbd. 1) endoscopically removed the eroded beads initially & laparoscopically removed the device later - yes. 2) endoscopically removed the eroded beads & laparoscopically removed the device the same day. 3) endoscopically removed the entire device. 4) laparoscopically removed the entire device. Was the patient stented? No. What is the current condition of the patient? Stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the additional information you provided it was stated: ¿are pictures or videos available? Yes.¿ could you please send the pictures/videos to productcomplaint1@its.jnj.com ?

Manufacturer narrative:
(B)(4). Date sent: 10/14/2021 h2.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Implant date: only the implant year is known 2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? If the device has been removed, what was the date of explant? If it has not been removed when is the explant date set? What is the product code? What is the lot number? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date endoscopically removed the eroded beads & laparoscopically removed the device the same day endoscopically removed the entire device laparoscopically removed the entire device was the patient stented? What is the current condition of the patient?

Event description:
It was reported that during a regular check up it was found that the patient had an erosion. The device was implanted in 2019. No additional information.